Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the power will not turn on due to a faulty power supply. However, the specific cause of the faulty power supply could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus (omsi) field service engineer (fse) was informed by the doctor at the user facility that during a diagnostic cystoscopy procedure, the customer video system is ¿not turning on after switching on¿. The intended procedure was completed using another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The olympus fse performed an initial inspection and found a defective power supply. The subject was returned to the olympus repair center and the repair inspection confirmed the customer reported problem and the fse¿s finding, the device was not turning on after switching on which the issue was isolated to a defective power supply unit. The investigation is ongoing; therefore, the exact cause of the reported issue cannot be concluded at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.